Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and found that sensor wire was missing. Analysis would not be able to confirm complaint or determine a probable cause. The allegation and a probable cause could not be determined.